Event description:
Commodore total occlusion balloon catheter was used to perform an angioplasty of the mca (middle cerebral artery) and the basilar artery. The commodore was inflated and deflated several times without any complications and the angioplasty was successfully completed. The catheter was removed from the pt and blood was observed within the balloon lumen. Several attempts were made to flush out the blood within the balloon lumen by performing multiple inflations and deflations. The blood could not be cleared from the lumen. The catheter was re-inserted into the pt to perform angioplasty of the left mca. The commodore balloon was inflated in the left mca, but could not be deflated. Several attempts were made to deflate the balloon for approximately ten minutes. The pt became very symptomatic. Partial deflation of the balloon was achieved and the balloon catheter was removed from the pt. The pt recovered without any complications.